Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number:1627487-2020-00542; related manufacturer reference number:1627487-2020-00543. It was reported the patient experienced an infection at the upper thoracic incision. As a result, surgical intervention was undertaken (B)(6) 2019 wherein the system was explanted. Patient was administered oral and IV antibiotics and spent the night in the hospital.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete patient information. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information indicates the infection has since been resolved.